Manufacturer narrative:
An event regarding revision surgery involving a restoration modular proximal body was reported. The event was confirmed as a revision implant sheet was provided. Method & results: device evaluation and results: not performed as product was not returned; medical records received and evaluation: no medical records were received for review with a clinical consultant; device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Notes on the implant sheet report: "doctor changed out body due to version with [competitor] cup. No records or films available". Spoke to rep. Patient's stryker femoral head was dislocating out of a competitor liner, the head and restoration modular proximal body were revised. Rep confirmed that x-rays, medical records, and additional information are not available.